Manufacturer narrative:
Footboard control board.

Event description:
It was reported by service report that the footboard controls were not working properly and hitting any control on the footboard would release the brake control. No pt involvement or adverse consequences are reported.